Event description:
It was reported that the tubing disconnected at the hub. This disconnection happened on three different occasions with the same patient. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual inspection found in sample one no damage or discrepancy was detected, in sample two the asv valve was found detached from the tube tip and appears to be clean of solvent, no solvent residue is observed. Thus, the failure mode reported is confirmed. Based on the analysis conducted with the sample received, the failure could not be reproduced, therefore according with the pfmea the occurrence for this failure condition could be caused by incorrect solvent dispense set up (insufficient solvent in solvent pot). Production personnel was notified by quality engineer on 01-feb-2023 as awareness for the failure mode reported by costumer. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).